Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient has complaints of glare. This patient uses a computer in their line of work and is having difficulty reading the screen due to the glare. The surgeon indicated the iol has microvacuoles and they are concerned that is the cause for the patient's glare symptoms. However, they also stated this patient has diabetes with vascular perfusion in other areas of their body which could be contributing to the patient's glare symptoms. Additional information has been requested.